Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted which resulted in the basal iq feature being turned off. Reportedly, this caused the customer to experience a low blood glucose (bg) of 53 mg/dl which was addressed with customer's mother giving soda. Tandem technical support educated the customer regarding the basal iq feature. Customer acknowledged the information.